Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the mid 500s mg/dl range; cause was not known. A correction bolus via the pump was delivered to address bg. Reportedly, customer did not test for ketones but "definitely had them." Recommendation was made to consult with healthcare provider regarding diabetes management. Additionally, it was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. The customer continued to use the pump for insulin therapy.